Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic sleeve gastrectomy, after the 2nd firing, the tech was not able to remove the reload from the stapler. The jaws of the device got locked on the tissue and was removed when the surgeon was able to manipulate the stapler reload off of the tissue. There was no patient injury.